Event description:
It was reported that the patient was seen for a routine follow up and noted a ¿shock like¿ electro-static discharge (esd) sensation when connecting their power cable lead (white or black) from their mobile power unit (mpu), or power module as used in the clinic, to battery power. This did not happen when going from battery to mpu or pm. The patient noted this was something they began experiencing in september. There were no associated alarms or symptoms, and their device interrogation was otherwise benign. The patient stated that the sensation is over the left side of their chest and shoots up their neck to their head. The patient's medtronic implantable cardioverter-defibrillator (ICD) interrogation on (B)(6) 2024 and optivol review from the clinic were without signs of arrhythmias or ICD shocks. Log file review was requested and there were no unusual events recorded in the event log file history.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report has been corrected. Section b2: outcomes attributed to adverse has been corrected. Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h1: type of reportable event has been corrected. Section h10: related report numbers has been corrected. Manufacturer's investigation conclusion: the reported event of the patient experiencing a ¿shock-like¿ sensation was unable to be confirmed. The provided log file contained data spanning approximately 17 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event, including product return status and the cause and resolution of the sensation, were asked multiple times; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.